Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.

Event description:
Customer reports that: "cam fell off and is floating in the pumping chamber, no patient injury. Dr wonders if multiple and numerous MRI's could possibly have weakened the valve mechanism and cause it to fall off. The parent's/child report no falls or hard blows to the head."